Event description:
During a repair of the retrocalcaneal procedure the suture broke. During the insertion of the anchor at the final twist to the inserter, the suture broke. The surgeon had to burr away and chip-out the anchor from the patient's bone. A 20-30 minute delay occurred while removing the anchor. An additional anchor was used to complete the repair. No patient injury or complications resulted.